Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter in the tube of the incident lot was observed. However, it was not clear from the photo the identity of the foreign matter present in the tube. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to foreign matter. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and no issues were observed as all retain samples met specifications. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tube contained foreign matter that led to a clogged probe. No serious injury or medical intervention was reported.